Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service center. Per operational and diagnostic analysis confirmed reported issue of the unit not working as the device would not activate because the blade could not be correctly inserted into the device. Additionally, the micro valve was heavily scratched. Device disassembled and decontaminated during initial evaluation. Performed repair as identified in the investigation by performing the locking head upgrade and replaced the micro valve set because it was heavily scratched. Performed replacement of internal seals and valve screws. Performed decontamination of spare parts prior to placement into the device. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. So it can be concluded that the reported complaint by the customer was caused as the device would not activate because the blade could not be correctly inserted into the device while the scratches in the micro valve can be attributed to user mishandling. A manufacturing record evaluation was performed for the finished device (serial : (B)(4)), and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that the micro tornado hand piece with hand controls was not working. The customer didn't disclose any further information.